Event description:
It was reported via repair work order that footboard had intermittent power due to detached connector pins. It was also reported that power cord sheathing was worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.